Event description:
It was reported that there was noise and oversensing on the right ventricular lead. The physician confirmed a fracture in the proximal part of the lead close to the pin. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d224trk ICD implanted: (B)(6) 2010. (B)(4).